Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 500 mg/dl at the time of the incident. Customer reported they keep getting insulin flow blocked alarms. Customer declined to troubleshoot. Customer reported that insulin pump not working correctly. Customer will not return device for analysis